Event description:
It was reported that a diamondback 360 peripheral orbital atherectomy device (oad) was used for treatment of heavily calcified, non-tortuous, 90% stenosed right superficial femoral artery (sfa) through left common femoral artery (cfa) access. The physician prepared according to the instructions for use (IFU). Following atherectomy treatments, angiographic imaging revealed no flow below the knee in anterior tibial, posterior tibial, and peroneal arteries. To treat the embolism, administration of nitroglycerin and tissue plasminogen activator (tpa) and mechanical thrombectomy were performed but there was little improvement in flow. The procedure was ended. The patient was stable but remained in the hospital as inpatient for observation. The patient had been in the hospital for 5 weeks prior to procedure for multiple reasons. On (B)(6) 2025, there was a palpable pulse in the affected leg when checked at the hospital. The patient was discharged on (B)(6) 2025 and put on hospice care unrelated to the event but due to multiple comorbidities including significant heart issues. No further medical interventions are planned. In the opinion of the physician embolism of biological material from the atherectomy treatment most likely caused the no flow.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported obstruction, embolism, medication, delay to treatment, hospitalization and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported obstruction, embolism, medication, delay to treatment, hospitalization and unexpected medical intervention are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.